Event description:
There is no patient impact associated with this complaint. It was reported that the up arrow keypad button was intermittently unresponsive. The reporter noted that all other buttons were fully functional. Customer support advised that the meter remote should be used to program boluses if the pump's button became completely unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.